Event description:
It was reported that during a photoselective vaporization of the prostate procedure, in the operating room before using the laser the physician observed the laser beam coming straight out of the fiber rather than firing out of the side as it is supposed to. The fiber was replaced, and the second fiber was used to continue with the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, in the operating room before using the laser the physician observed the laser beam coming straight out of the fiber rather than firing out of the side as it is supposed to. The fiber was replaced, and the second fiber was used to continue with the procedure. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture. A distal circumferential fracture has the potential for forward firing; therefore, the reported clinical observation is confirmed. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.